Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and confirmed that there were 12 false positives occurred. Remote assistance requested the customer for log files, media information and plot. Bd remote assistance never received the required information from the customer even after repeated follow up attempts. This case will be re-opened and re-investigated if any information is received in the future. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 12 false positive results were obtained by the laboratory personnel. Gram stains were used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 12 false positive results were obtained by the laboratory personnel. Gram stains were used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.